Event description:
It was reported that during a laparoscopic cholecystectomy, the device broke. Nothing fell into the patient. Unknown how the case was completed. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 12/17/2008. Information not available, device not returned for analysis.